Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that during a spaceoar hydrogel procedure, the device might have been placed into the rectal wall. The patient exhibited a predisposition to constipation. However, the patient complained of difficulty in defecation and continued discomfort with the spaceoar since its insertion. As of this report, the patient's status remains unknown.